Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to high pacing thresholds and high pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.